Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned (1) endo tip size 6. Using microscope visually checked tip. No manufacturing defects or markings were noted on instrument. Instrument was broken near the middle. The instrument appeared some of the color worn off. Complaint indicates first or second use of tip. Complaint does not indicate what power setting was being used at time of breakage. Setting for puendo6 is min. Power 1 max. Power 4. It is recommended to start at the lowest setting and gradually increase power as needed. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Root causes are not identified.

Event description:
In this event it was reported that a proultra endo tip #6 broke during use; no injury resulted.